Event description:
The patient's lead and generator were returned with no information regarding the cause for the removal. Product analysis was performed on the generator and high impedance was observed on (B)(6) 2019. Product analysis of the explanted lead found no discontinuities in the returned lead portion. A significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The sales representative reported that the last known treating physician was not aware that the patient had their vns devices removed. The sales representative also noted that no surgeons in the their area had performed the explant surgery for the patient. As the specific date of explant is not known and limited programming data is available, the observed high impedance can not be determined due to the generator and lead explant procedure. No additional relevant information has been received to date.